Manufacturer narrative:
A customer reported that their AED was prompting a service code. The maintenance activity was not reported, and the battery and pads are not expired. They did not report that this event occurred during patient use. Analysis of the log files from the AED identified a self-test failure which requires further analysis. The AED was requested to be returned so that it could be evaluated and tested. To date the AED has not been returned and the cause is not known. Should additional information become available a follow-up MDR shall be submitted. To date the AED has not been returned and the cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED was prompting a service code. The maintenance activity was not reported, and the battery and pads are not expired. They did not report that this event occurred during patient use. Analysis of the log files from the AED identified a self-test failure which requires further analysis. The AED was requested to be returned so that it could be evaluated and tested. To date the AED has not been returned and the cause is not known. Should additional information become available a follow-up MDR shall be submitted.